Manufacturer narrative:
(B)(4) sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2, reference MFR. Report: 1627487-2016-05640. It was reported the patient experienced ineffective stimulation. X-rays indicated the leads had migrated. Subsequently, surgical intervention was undertaken on (B)(6) 2016 during which both leads were explanted and replaced with a single paddle lead. Effective stimulation was restored following the procedure.